Event description:
It was reported that during clean-up after the completion of a surgical procedure, a bur broke inside the drill attachment when attempting to remove it. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill attachment was returned to the manufacturer, and the complaint was confirmed. Based on the device evaluation, a broken bur was confirmed within the drill attachment. The cause of the bur breakage is unk. The device could not be repaired and therefore was not returned to the user facility.